Manufacturer narrative:
The device was returned to our us facility on march 16, 2026. It will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Should relevant additional information/investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that the single-pole cable was used during a hysteroscopy, as part of a fibroid resection using glycine. During the procedure, the cable burned and detached at the end connected to the hysteroscope. No negative impact in state of health reported.